Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient reported confirmed she fell in tub a day prior to this call and hit her back. The patient stated she was fine but now felt device was not working. The representative assisted trouble shooting device with patient, initial reading was "unable to find device¿ and had patient reset verify by removing battery and it was determined stimulation and ens was off. After trouble shooting device patient was now able to feel stimulation in hip area, only this was not the same area she previously felt stimulation in. Additional information reported coupled days later indicated that representative met with patient on the day of this call at doctor's office. The extension connection had become dislodged and had moisture present due to prior bleeding. Area cleaned and dressed by office staff and stimulation function resumed. Patient on program 3 at 0.7. Stage 2 tentative date is (B)(6).